Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date a getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To address the issue, the stm performed helium tank transducer calibration to clear the message. All functional and safety tests were performed and passed to meet factory specifications, with the exemption of the battery run test because the customer informed the stm that they had recently replaced the batteries. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed maintenance required# 5. It is unknown under which circumstances this event occurred, and no information has been provided regarding patient involvement. However, there was no adverse event reported.